Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer mentioned that they kept receiving no delivery alarms. The customer's blood glucose was 265 mg/dl at the time of incident. The customer stated that the blood glucose reached 566 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer stated that they had to change multiple infusion sets and reservoir to resolve the no delivery alarm. The insulin pump will not be returned for analysis.